Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 10/01/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The keypad was found to be intact; no peeling or lifting was observed. Unrelated to the complaint, evaluation revealed that the contrast, ok and down arrow keypad buttons are responding intermittently. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 2 date of submission 10/04/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/13/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the unresponsive keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts.